Manufacturer narrative:
(B)(4). No parts or recorder strips were returned for evaluation at the teleflex (B)(4) facility. Additional information received from the field service engineer stated the hospital biomed did not find any problem with the pump. The hospital biomed replaced all the power switches on the pumps as a precaution. The facility has parts coverage and a trained bio-med. They usually do their own work. The reported complaint was never relayed to the field service engineer from the hospital bio-med department. A device history record (DHR) review was conducted for the iabp lot number/serial numbers with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "iabp intermittently would stop pumping/filling the balloon in its own and would have no augmentation" is not confirmed. The hospital biomed did not find any issue with the pump. The power switch was replaced as a precaution. No parts or recorder strips were returned to teleflex (B)(4) for evaluation. The cause of the reported complaint is undetermined.

Event description:
It was reported via a med watch report((B)(4)). The event involved a patient were the iabp intermittently would stop pumping/filling the balloon on its own and would have no augmentation. On the pump console we would have to press the green on button for the balloon to inflate. The pump was exchanged off the patient. There was no reported harm to the patient. Additional information received from the field service report: (B)(4). Symptom: power switch mud. Findings / actions taken: replaced power switch and cable. Fcn level: 1416, software level: 2.24.